Event description:
Revision surgery with exchange of the tibial component, tibial insert and femoral component performed. Reason for the revision not reported. Soft tissue discoloration and metal shavings were found intraoperatively.

Manufacturer narrative:
Results of investigation: a revision surgery with exchange of the tibial component, tibial insert and femoral component was reported. The explants were returned for investigation. Signs of wear are visible on the articulating surface of the insert and of the femur component. A polished area on the underside of the tibia base plate potentially indicates an instability of the implant and friction with the underlying bone cement. A review of the production documentation did not detect any deviation from the standard manufacturing processes. No similar complaints have been reported for the corresponding batches. No medical documents were communicated. Based on the performed investigation, it is not possible to determine a specific root cause for the reported issue. It cannot be excluded that bone cement particles contributed to the wear observed on the articulating surface of the insert. No further actions have been initiated. Smith&nephew will continue to monitor the corresponding products for similar issues.